Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his screen looks a little off and when the display is on it looks like the pump is running out of power. The customer¿s blood glucose level was 99 mg/dl. . Customer states that the pump is not effecting blood glucose levels. The troubleshooting was performed for the partial display. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement, self test and passed the dat test at 0.08720 inches noted. No missing segment/partial display anomaly during test.